Event description:
I used the freestyle libre sensor to measure my blood glucose level. I noticed that there are deviations exceeding 30% between the blood test strip results (tested from my finger) and the result from the sensor reader. The blood test of the sensor was always lower than the real blood test. Hence my overall blood levels maintained in the last 4 months (since I started using the reader) are unfortunately higher than what I wanted indeed, my previous hba1c results measured in (B)(6) was 6.4% (just after I started using the sensor). My most recent test of the hba1c this week was 7.3%. I started using the device somewhere in (B)(6) or (B)(6) 2018. The most recent faulty observations were on (B)(6) 2018 where I had more than 100% deviation between the reader and the strip sensor. Important info: in very good physical condition and performs meticulous blood tests before using the libre (around 6-7 blood glucose finger tests daily). Hba1c was basically around 6.5% - 6.7% for the past 3 years.